Manufacturer narrative:
Device received not deployed with the pink slide insert not viewable in the viewing window. The firing flat was found in line with the vertical axis of the ratchet gear, indicating the device did not run enough pulses to deploy. The device was reset and paired with a pdm. The device successfully paired with the pdm and deployed during the first priming sequence. No issues noted in the rerun data. The drive mechanism was inspected and no damage or defects were noted. Data downloaded from the device indicates a drive stall early in the run prevented the ratchet gear from rotating properly. When the device was running the second priming sequence, the ratchet gear had not rotated enough for the firing flat to be in position the trip the release bar and deploy the pod. A root cause for the reported failure has been identified, no further tests/checks require completion.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. Patient had blood glucose levels of 303 mg/dl.